Event description:
The user facility reported that a 47-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The physician attempted to reposition device by bedside echo imaging and inadvertently pulled the device across the valve and into the aorta. Several attempts were made to place pump back across the valve and into proper position but ultimately, they were unsuccessful. No further information was provided. There was no harm reported to the patient.

Manufacturer narrative:
The investigation into the reported pump position issue was completed. The device was not returned for evaluation. Based on the available information, the root cause of the positioning issue was use related as the was pump inadvertently pulled out by the physician. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.